Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure on (B)(6) 2013. According to the complainant, during preparation, the clip would not push to the tip end and would not open up. The wire and clip would not go through the catheter to open up. No visible damage to the device and the packaging. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Based on the investigation results received (B)(4) 2014, this is now a reportable event. According to the investigation summary, a visual evaluation found that the clip assembly was mashed on to the bushing.

Manufacturer narrative:
(B)(4). A visual examination of the retuned device was performed . Upon investigation it was noticed that the clip assembly was mashed on to the bushing. It was also noticed that the capsule was damaged near the locking mechanism. A sharp edge was noticed near this area, this caused difficulty in exposing the clip assembly. The prongs opened to approx. 11mm and the clip assembly could still be deployed. Two clicks were heard. During manipulation the clip assembly got detached from the bushing. Product analysis confirms the reported complaint event. As the capsule was damaged it may have caused the end user difficulty in exposing the clip, however, there is not enough information to understand what caused these failures. Hence the most probable root cause classification is ¿undeterminable¿. The DHR (device history record) review revealed that nonconformance and/or deviations are associated with the manufacture of this lot. It has been determined that the noted observations are not reasonably expected to adversely affect product efficacy, quality, or safety. Therefore, all acceptance records demonstrate that the device was manufactured in accordance with the device master record.